Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation a visual and functional assessment was performed which found that the device was functional. During repair, it was determined that there was some kind of oily substance inside the coupling shaft. It was further determined that the electronic control unit (ecu) contacts were corroded, the motor had some corrosion signs on it, and other components were worn, corroded, and had some debris on them. It was determined that the issues were consistent with improper cleaning. The assignable root cause was due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device was working intermittently. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.